Event description:
An aneurx abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 14 years ago. The pt had secondary intervention two years later; it was noted that there was stent graft migration. The aneurysm at the time of implant was 5.4 cm in diameter. At the 2-year follow up, CT scan and kub demonstrated a separation of the aortic extender cuff from the main body of the stent graft. There was no endoleak, and the pt was asymptomatic and functioning well. Two and a half year post index procedure, a custom-made 28mm x 7.6cm aneurx tube graft was placed successfully with excellent position and overlapped between the two graft components. The pt's left renal artery stenosis was noted to be 99% narrowed. A left renal angioplasty was performed using a 6mm balloon and another manufacturer's stent was also implanted successfully. Currently, the vessel morphology is reported as severe aortic neck angulation with disease progression. It was reported that currently the cvt demonstrated that the aneurx tube graft was separated from the bifurcated stent graft and the right iliac limb is also separated from the bifurcated stent graft. The migration was treated with an endurant 28x16x166 from the right, a 16x16x93 from the right (ipsi) and a 16x16x124 from the left (contralateral). The migration and the type I endoleak were resolved. No additional clinical sequelae were reported, and the pt is fine. (Reference MFR report# 2953200-2011-01526, 2953200-2011-01527, 2953200-2011-01528).

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, migration), (disease progression; neck angulation and morphology changes). Evaluation, conclusion: lack of effectiveness (disease progression; neck angulation and morphology changes).